Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had a dark spot/growth observed. No patient impact. The following information was provided by the initial reporter: customer is reporting a dark spot/growth observed on the product 221261, lot#2154560. Customer mentioned that they may disposed the defective product if request to return not received in two days.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had a dark spot/growth observed. No patient impact. The following information was provided by the initial reporter: customer is reporting a dark spot/growth observed on the product 221261, lot #2154560. Customer mentioned that they may disposed the defective product if request to return not received in two days.

Manufacturer narrative:
H6 investigation summary: this memo is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 2154560 and bd complaint number (B)(4) for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2154560 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2154560. Retention samples from batch 2154560 were not available for inspection. Three photos were received for investigation. One photo features a sleeve label from batch 2154560. The other two photos each show the top of an unopened sleeve with what appears to be growth in the top plate. No return samples were received for investigation. This complaint can be confirmed for contamination.